Manufacturer narrative:
On 05/04/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/29/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.9 cm within a crease on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 250cc saline breast prosthesis, cat. #3502250, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 250cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed during a physical examination. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 04/13/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/13/2018, mentor received additional information about the event: it was originally reported that the date of event is (B)(6) 2018. Additional information states that the date of event is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor smooth round moderate plus profile 250cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).